Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen lags and had bad touch inputs. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. In a good faith effort (gfe) response from the fse received on 08may2023, it was stated that the fse completed a calibration of the device touchscreen. The fse reported that this calibration resolved the lag and bad input issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.